Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Attempts to obtain additional information on this event have been unsuccessful. As of today, our records indicate that this device remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
An investigation into this issue is currently ongoing. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that during a normal patient follow up, it was noted that the expected remaining longevity was shorter than expected. Although the device was functioning normally, there was a concern that the battery is experiencing premature depletion. A memory download was performed and sent to boston scientific technical services (ts) for review. Data analysis confirmed that the device is experiencing a high current drain unrelated to the normal use of the device and replacement was recommended. No adverse patient effects were reported.

Manufacturer narrative:
Once the product is received and analysis completed, this report will be updated.

Event description:
Additional information was received that this device was explanted and will be returned for laboratory analysis. No additional adverse patient effects were reported.

Event description:
Additional information was received that when the physician discussed replacement of the device due to the premature battery depletion issue, the patient refused to have the device replaced as she had heard that the battery can last close to 10 years post-implant. The patient was recently seen and the remaining longevity was 2.5 years. The remaining longevity was 3.5 years six months previously. The physician will continue to monitor this patient through a remote monitoring system and in office follow ups. The physician is aware that the device is experiencing a product performance issue and will continue to discuss replacement with the patient at the next follow up. No adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. The device case was then opened to facilitate analysis of the internal components. An external power source was connected to the device and internal measurements noted a high current drain. Further detailed testing isolated the problem to a cracked low voltage capacitor. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. A malfunction of one of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.